Manufacturer narrative:
H.10: through follow-up communication livanova learned that the patient was not injured and that the procedure could be completed successfully thus section b.1 and h.1 have been updated accordingly as malfunction and health effect - impact code/health effect - clinical code have been updated as well since no impact on patient was reported. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. All s5 system and cp5 were found to be working within specifications and no deviation could be identified. Serial read out analysis of the pump revealed an error message associated with a failure in the speed detection of the drive unit on the date of the event. Based on the available information, the most likely root cause of the reported issue is an intermittent failure of the motor control board in the speed detection of drive unit. The part will be replaced to solve the reported issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about pump flow decreased to 1000 and flow not possible to restart. Pump stopped by user and hand crank started. Patient hemodynamically and oxygenation recovered before transfer to another machine.